Manufacturer narrative:
Result of investigation: vyaire failure analysis laboratory (fa lab) conducted an investigation. The reported issue was duplicated and found that the unit under test has loose hardware.

Manufacturer narrative:
Result of investigation: the suspect device has been returned to the manufacturer for evaluation, and technical support was able to verified customer reported issue. All testing was performed with good known test ac adapter and patient circuit connected. The unit failed troubleshooting final test and tidal volume. Tidal volume failed for non-conformance with calculated vti at test 1. Calculated vti was 274; expected is 276. Bench testing revealed that the flow valve is creating the non-conformance. The flow valve was replaced and the reported problem was resolved.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the ltv 1200 has vt inaccuracies. At this time, there is no information regarding patient involvement associated with the reported event.